Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by customer's mother that the customer experienced high blood glucose. Also, the customer had been having trouble with suspend on low. She resumed the basal, but then it ended up suspending again and an hour later her blood glucose was over 300mg/dl. The customer's mother stated issues between sensor glucose and blood glucose. It has been off the majority of the time by more than 200 points. The customer's mother stated their blood glucose went up to 400mg/dl. Customer is unsure why this occurred, it is a new pump and trying to get used to it. The customer stated the sensor cannula came out and looked like steps.